Event description:
This is 1 of 2 reports linked to mfg report number 3014334038-2024-00002. (Same procedure, different products) a facility reported two codman perforators (ID 261221) failed. They came apart in multiple pieces while making burr holes, irrigating while drilling, springs were present. All the broken parts were recovered, removed by hand. The event led to 45 minutes surgical delay. The manufacturer of the drill used with the perforator: electric stryker. The perforator clicked in place with the drill. The recommended spring tests were not performed between each burr hole. The patient is a caucasian male in his 50's. Procedure performed: craniotomy for skull tumor. The patient is in stale condition, at home.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 device history record (DHR) - the batch record was reviewed for any anomalies or report related to the finished lot and none were identified. Failure analysis - the unit was returned and found to have a proud/lopsided weld; this is the likely cause of the perforator disassembling. Poor or inadequate welding can lead to disassembly of perforators. The complaint was confirmed. Root cause analysis - the returned unit was found to have a proud weld upon visual inspection. Per risk documentation review, poor or inadequate welding can lead to disassembly of perforators. The complaint was confirmed, the units were returned and found to have a proud weld, this is the likely cause of the perforator disassembling. This issue is being investigated under a corrective and preventative action (CAPA).